Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, high impedance values and noise. It was believed that muscle stimulation and noise caused a pause and the lead was suspected to have fractured. The lead was reprogrammed. No further patient complications have been reported as a result of this event.